Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following cataract surgery with intraocular lens (iol) implant procedure, patient's vision not as clear as expected. The surgeon told need of glasses for driving. She has postponed her second eye being done until this eye clears up. Patient cannot see to drive.